Event description:
Additional information: it was reported that the patient was fine and hcp had not heard from the patient to suggest otherwise. It was confirmed that the infection had been cleared up. In regards to unable to aspirate the catheter, per reporter hcp didn't think there were any issue "as only tiny amount going to patient". Pump was discarded by hospital.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk; catheter model: 8709, serial# (B)(4), implanted: 2004 (B)(6), explanted: unk. (B)(4).

Event description:
Patient had an infection over the pump pocket; a possible pocket-infection. Physician replaced the pump, moved it to the opposite side of the abdomen. In doing so, the catheter was tunneled to the other side and a new piece was added. The intrathecal/distal catheter was left and a new piece was spliced on to that. The physician was unable to aspirate the intrathecal/ distal catheter. The intrathecal/distal catheter had 50mg/ml of drug (morphine) in it or 0.033ml = 1.65mg which was given as a bolus. Pump was connected to the catheter and an incorrect priming bolus was done of 0.318ml. The new concentration of morphine was 25mg/ml, daily dose 24.5mg/day. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).